Event description:
Rns/pcps (registered nurses/primary care providers) reported concerns with the substituted butterfly needles--evoprotect 23g. Upon retraction of the needle, the remaining blood within the tube runs out potentially causing a bodily exposure to the blood. Sds (same day surgery) leadership pulled all stock from these areas, value analysis pulled this from the approved list, and the company was being made aware.